Event description:
It was reported that the battery reached eri (estimated replacement indicator) "early" due to the output requirements of the patient's cardiac pathophysiology. The device was replaced. Additional information received indicates that the patient's "entire system with [the] old pacemaker was left inside" and in addition to the device replacement, an endocardial lead was also placed. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.